Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This report is associated with voluntary medwatch report number mw5083381; additional information: user facility / importer report number.

Manufacturer narrative:
(B)(4). The devices were not returned for evaluation. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards lifesciences and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, per report, patient factors (high calcified stj) likely contributed the balloon burst. The cause of the withdrawal difficulties is likely related to difficulties retrieve the delivery system with a balloon burst through the sheath. The cause of the ascending aortic dissection is unknown, however may be due to the withdrawal issues. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During valve deployment of a 26mm sapien 3 valve in the aortic position by transaortic approach, the certitude delivery balloon ruptured at the end of inflation. During removal of the delivery system through the sheath, the balloon was unable to be removed through the sheath due to the shape of the ruptured balloon. Upon removal of the delivery system (balloon) through the sheath the ascending aorta was dissected. The aorta was successfully repaired with sutures and the patient is stable. The devices were discarded. Of last communication, the patient was discharged and doing fine. Per report, the balloon ruptured due to the high amount of calcium on the sinotubular junction (stj).